Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the last basal delivery was on (B)(4) 2018. The black box shows a replace battery alarm on (B)(4) 2018 followed by a pump reboot. When the pump was powered back on the time/date was set incorrectly and deliveries resumed. The time/date was then manually changed. The black box for (B)(4) 2018 was not available. The total daily dose (tdd) basal history indicated there was a power interruption for unknown reason. When pump was powered on the tdd history indicated the pump ran on default date until (B)(4) 2018. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 12hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 24.0u. There were no alarms or pump reboots or delivery interruptions during the testing. Unable to duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 500 mg/dl. The patient reportedly received insulin injection via syringe to bring the blood glucose level back into normal range. The reporter alleged that the pump was not delivering insulin accurately. The reporter stated they did not want to complete troubleshooting of the insulin pump with animas customer support. The patient reportedly remained on the pump for insulin delivery. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.